Event description:
Device was inserted to harvest distal portion of vein and it was noticed that the very end of it was split down the middle. The cut down site of the patient was inspected and no product was retained, no x-ray was needed.